Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with fortum (1 gram, once a day, route not reported) and vancomycin (1 gram, once a day, route not reported). At the time of this report, the peritonitis was resolving and the patient was recovering. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up it was reported that on an unreported date, dianeal therapy was discontinued (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.